Event description:
It was reported that the akreos ao60g iol was explanted two weeks postoperatively. The incision was enlarged to remove the lens and a back up lens was implanted. A suture was used to close the incision. "Mechanical complication" was reported by the physician as the reason for explant. Additional information has been requested, but has not been received to date.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report.